Event description:
The surgeon noticed after the catheter was put in that it kept bleeding, upon detailed inspection a hole was found up by the hub. Coordinator stated no metal clamps were used on device.